Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised due to pain, fluid in the joint, and elevated cobalt levels. During surgery, severe corrosion on the trunnion of the stem and a hole in the capsular repair was discovered.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Dimensional evaluation of the returned femoral head conforms to print specification where measured. The articulating surface of the head shows minor scuff marks and scratches. Dark debris is seen in the conical taper. Sem images confirmed the presence of dark debris on the femoral head taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon, oxygen, titanium, vanadium, phosphorous, chromium, cobalt and molybdenum. This element breakdown is consistent with corrosion products found in instances of taper corrosion. The base material was verified to be consistent with cocrmo. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.